Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2014 and evaluated by lifescan product analysis on 4/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/30/2013), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a friend of the lay user/patient contacted lifescan (lfs) (B)(6) alleging the patient¿s one touch verio iq meter read inaccurately high compared to a laboratory device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2013. The patient could not recall when the alleged issue started but stated it happened ¿when he received the verio iq meter¿. On (B)(6) 2013 at 8:25 a. M., the patient obtained a blood glucose result of ¿199 mg/dl¿ with the subject meter and ¿158 mg/dl¿ from a laboratory device, performed within 10 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%.the patient manages his diabetes with insulin (lantus- 15 units, 1 in the evening; novorapid- 2-5 units, 3 times a day) and stated he took an increased dose of insulin (unknown type and dosage) as a result of the alleged inaccurate result(s). The patient claimed, ¿during the 1st week of december¿, he developed symptoms of ¿dizziness¿. The patient self-treated with chocolate. During troubleshooting, the csr confirmed that the patient was using the correct test process, and that he obtained the blood from an approved sample site. Replacement products were sent to the patient. Although the patient treated himself with chocolate, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptoms or blood glucose readings do not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs accuracy criteria.